Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to these documents as soon as it becomes available.

Event description:
Second revision surgery - patient dislocated. Performed a revision surgery in which he put in a larger glenosphere as well as a spacer to create a more stable construct.